Event description:
A health care professional reported that during a routine surgery to remove a cataract from the patient's right eye, the capsule and the lens were dehisced. To strengthen it, the surgeon inserted a tension ring and then inserted a new lens. However, the haptic broke off of the lens inside the eye and ruptured the capsule resulting in the leaking of vitreous fluid. The surgeon then needed to perform a vitrectomy to remove this fluid and then stitched the incision in the eye closed without a lens inserted. Incident was fully explained to the patient in the treatment room as well as the plan to insert new lens at a later date when the eye has had time to heal. Consultant put a patch and eye shield over the eye. According to the additional information received, the trailing haptic was broken off the lens. The patient had an emergency vitrectomy performed and was sent home in order for eye to heal. Patient was brought back the following week. The surgery was completed the following week. Other relevant history: during a routine surgery to remove a cataract from the patient right eye, the capsule the lens sits in dehisced.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).